Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The sorin group field service representative replaced the patient bridge to resolve the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the patient side of the sorin heater-cooler system 3t during preventive maintenance. This issue was discovered by a sorin group field service representative during routine service. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). (B)(4) received a report that during preventative maintenance, the heater cooler 3t error code ee16 occurred on the patient tank. The service representative inspected the unit and found that the cardioplegia patient bridge was defective; therefore the unit was replaced to resolve the issue. The unit was returned to service. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.